Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated prophylactically for status post major motor vehicle accident in which the patient was ventilated with a diagnosis of both head and spinal injuries. Access was gained in the right common femoral vein and the g2 femoral filter was deployed successfully, though slightly tilted in an anterior posterior direction and was noted to be located well below the left renal vein. No additional medical records were received for this patient. The patient status was not provided. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: neither the device nor images were received. Medical records were provided. The medical records allege the filter was deployed and fully expanded; however, was "slightly" tilted in the anterior posterior direction. There was nothing provided to indicate, limb detachment, perforation, or an unsuccessful retrieval attempt. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Retrieve the g2® filter using a recovery cone® removal system only. Refer to the optional procedure for filter removal section for details. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the patient that an unknown period of time post vena cava filter deployment for status post major motor vehicle accident, the filter was prophylactically deployed in a patient who was ventilated with both a head and spinal injury. The filter was alleged to have become detached during the successful percutaneous filter retrieval in which limb(s) detached and traveled to the heart which was recorded to have resulted in emergent open heart surgery. Additionally, it was documented that the filter limb(s) were perforating into organs. While the filter was retrieved percutaneously, an unsuccessful percutaneous retrieval attempt was documented; however, it is unclear if this attempt was of the filter or a detached filter limb. Additionally, it was recorded to be unknown if any detached limbs remain in the patient. The patient alleged ongoing permanent disfigurement and painful scarring on his chest as well as heart problems. Based on medical records provided, the filter was deployed successfully, though slightly tilted in an anterior posterior direction and was located well below the left renal vein. No additional medical records were received for this patient. The patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years later, a computed tomography urogram abdomen/ pelvis was performed, noting presence of inferior vena cava filter and the tines of the filter extending beyond the inferior vena cava. No evidence of abdominal aortic aneurysm was noted. After one month, a computed tomography cardiac was performed, demonstrating inferior vena cava filter with 2 fractured arms with one migrated into right ventricle in tricuspid chordal structures territory. Linear metallic foreign body was in the inferior base of the right ventricle and perforated the posterior wall below the tricuspid annulus into the inferior atrial ventricular groove. The tip lay 1.7mm from the midportion of the distal right coronary artery. Small and likely reactive pericardial effusion was noted. No coronary dissection or aneurysm was noted. Scout imaging prior to manipulation showed filter had fractured. A second attempt after the first attempt to remove the inferior vena cava filter was made, during which a strut broke off and migrated to the right ventricle. After two days, patient was taken to the operating room and underwent open heart removal of retained foreign body in the right ventricle. Surgery was complicated by post-op urinary retention and required foley catheter at discharge, which was now been removed. Intraoperative findings noted foreign body of 2 cm lengthwise nitinol strut embedding in the septum right underneath the septal leaflet of the tricuspid valve. Post cardiopulmonary bypass transesophageal echocardiographic revealed unchanged left and right ventricular systolic function. Foreign body in the right ventricle was no longer present and the patient tolerated the procedure well. Therefore, the investigation is confirmed for the alleged filter limb detachment, perforation of the inferior vena cava and the retrieval difficulties.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,d4(expiry date: 05/2012),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that an unknown period of time post vena cava filter deployment for status post major motor vehicle accident, the filter was prophylactically deployed in a patient who was ventilated with both a head and spinal injury. The filter was alleged to have become detached during the successful percutaneous filter retrieval in which limb(s) detached and traveled to the heart which was recorded to have resulted in emergent open heart surgery. Additionally, it was documented that the filter limb(s) were perforating into organs. While the filter was retrieved percutaneously, an unsuccessful percutaneous retrieval attempt was documented; however, it is unclear if this attempt was of the filter or a detached filter limb. Additionally, it was recorded to be unknown if any detached limbs remain in the patient. The patient alleged ongoing permanent disfigurement and painful scarring on his chest as well as heart problems. Based on medical records provided, the filter was deployed successfully, though slightly tilted in an anterior posterior direction and was located well below the left renal vein. The patient status was not provided.